Event description:
"A valve was placed and there was no problem during insertion and the shunt flowed normally, the csf was clear. The next month after placement, the patient showed symptoms of shunt blockage, this was investigated by the physician. He exposed the tip of the peritoneal catheter. Csf was flowing slowly (about 1 drop every 15 seconds), also the csf was strained with blood. He then removed the valve and exposed the end of the ventricular catheter. Csf was clear and flowing normally. The patient was put on an external drain and a sample of the cfs was taken for analysis. No infection was found.